Event description:
Reporter alleged the lancet needle that is a part of the softclix lancing system used in finger-stick blood glucose testing would not retract after use. No actions were taken or treatment reported received. A request was made for the return of the suspect device and replacement product was sent. It was stated, reporter threw the lancet device away after it would not retract; therefore, no product will be returned for evaluation.